Manufacturer narrative:
The insulin pump had operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was programmed with a test transmitter and glucose sensor simulator. The insulin pump communicated properly with the glucose sensor simulator and displayed the value properly on the display graph. No calibration or sensor alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin was crystallizing in her infusion set tubing and reservoir. The customer stated that she had been experiencing high blood glucose levels due to not getting any insulin from the device. Blood glucose level at the time of the incident was 500 mg/dl. The customer also reported that she was receiving calibration errors and change sensor alerts. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.